Event description:
During treatment with zyplast in the upper right lip, the physician observed unusual blanching. Treatment was stopped and the area was massaged with good perfusion. The physician observed a pinpoint bruise at the treatment site. A few days later, the patient presented with the right upper lip tenderness and superficial erosion, erythema, dryness and edema. The physician feels that this was a vasospasm not a full occlusion of the vessel, but enough to bring forth these symptoms. Oral valtrex, antibiotics and topical biaxin were prescribed.

Manufacturer narrative:
Medwatch sent to FDA on 19/jun/07. We have reviewed the device history records for this lot from finished product labeling to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. The deviations noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.